Event description:
The customer received a blood glucose reading higher than 240 mg/dl from her contour ts meter and a reading of 98mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.